Event description:
Patient presented with moderate to severe circumflex lesion by angio and ivus. No other severe coronary disease. Left heart cath, coronary angios performed percutaneously via right groin. Ivus of circumflex to assess a moderate to severe lesion. While ivus was placed, procedure complicated by cardiac arrest and hypotension requiring 50 minutes resuscitation. Patient was transferred to ccu.